Event description:
I flow rec'd a report stating, flow rate too fast. Infusion time expected was 23 hrs, but pump finished in 16 hrs. Pt experienced nausea, vomiting and headache. Fill volume 230 ml. Medication, fortum. Flow rate 10ml/hr. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. The product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for the lot and all mfg operations were found to be within specification. Sample eval: rec'd one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 230ml. Visual inspection found crystallized medication in the distal luer. The distal luer was separated from the pump and replaced with a new one. A flow rate accuracy test was performed and the pump flowed within specification.